Event description:
It was reported that there were three canulated screws removed and a conversion to a total hip. No x-rays, op notes, medical records available as per hospital policy.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details unknown cannulated screw.